Event description:
It was reported that the right ventricular (rv) lead was detecting noise. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two portions for analysis. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductors at the distal portion. Dissection of the lead found the inner insulation was abraded at the distal region. The cause of the reported event was due to inner insulation abrasion consistent with external forces.